Manufacturer narrative:
(B)(4). The analysis results for the device found that it was returned with the left cam ramp broken making the instrument non-functional. Possible causes for the condition found might be twisting of the jaws, force placed on the jaws during activation or excessive loading due to forming a clip over another device exceeding the structural capability of the jaws and/or cam. However, an investigation has been initiated to address the potential root cause of the broken cam issues. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a galle procedure, after firing of the first clip the surgeon couldn´t open the jaw - no clip. The surgeon tried more often but he couldn´t firing a clip. He opened a new device for finishing the surgery. There were no consequences for the patient.